Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint states: ¿it was reported that on (B)(6) 2021, during a surgery, when the hospital staff opened the cement to use, he/she found the breakage of the ample. The cause of the breakage was unknown. The surgeon did not use the cement. There was no harm to the patient. No further information is available.¿ no product was returned for this investigation. The complaint description cannot be confirmed. Possible root cause cannot be determined. Retained samples for this lot number were checked, and no instances of this failure were discovered. Dva-107020-fde rev 10 was reviewed (see attachment ¿(B)(4) extract from dva-107020-fde.pdf¿). This possible failure mode is included, and in each case the risk is considered as low as possible and cannot be further mitigated. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed: 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. 672 units released. Lot expiry date: 31 may 2022.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d4 (lot), h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a surgery, when the hospital staff opened the cement to use, he/she found the breakage of the ample. The cause of the breakage was unknown. The surgeon did not use the cement. There was no harm to the patient. No further information is available.